Event description:
It was reported that during a laparoscopic hernia procedure, the tissue pad fell off of device into the patient. The tissue pad was located and retrieved. It is unknown how procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.